Event description:
It was reported that the programmer was unable to maintain telemetry with any implanted devices, even with a new rf head. It was also reported the programmer doesn't auto identify devices consistently. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported slow interrogation. System errors were found in the programmer error log. The programmer failed three software controlled gain tests. Link electronics module printed circuit board subassembly failure found, cause unknown.